Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer1.2 had failed and was not detected on the bus. A field service engineer (fse) had shut down the station to recover the drawer. The user was then able to retrieve medicines from the device. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es main drawer 1.2 had failed and device was not on the bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.